Event description:
It was reported that during a follow-up three weeks post implant, loss of atrial capture was observed. P-waves were only sensed at a sensitivity of 0.1 mv. Impedances were within normal range. The device was programmed to 0.1 mv in vdd mode until a lead reposition could be scheduled.